Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing pain in their lower back about 4 inches below their waistline. During the call the patient was assisted with turning off and adjusting stimulation to see if the pain was uncomfortable stimulation and after turning stimulation back on stimulation was increased to 2.2 from 1.5 on program 1. The patient then wanted to decrease to 1.9 where stimulation was confirmed to be comfortable. A second call from the patient indicated that the lead had dislodged from their back. The patient was advised to contact their healthcare provider (hcp) as soon as possible. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that pain and lead dislodgement had been resolved. There were no intervention or cause determined. Patient weight was reported.